Event description:
It was reported that following laparoscopic umbilical hernia repair with placement of a mesh prosthesis, the individual experienced intense pain, tightness, transit problems, bloating, fatigue, pain with certain movements, abdominal stiffness after meals, stabbing pain on both the right and left sides accentuated by eating or walking, inability to sleep on the side due to discomfort and pain from rubbing, and disabling pain impacting daily life. The individual reported loss of employment due to incapacity and was recognized as a worker with disability status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.